Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 13, 2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was coated in viscoelastic residue and one haptic was bent. The lens was cleaned and inspected; no further issues were identified. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion, the non-preloaded monofocal intraocular lens (iol) haptic was bent. There was patient contact, however, the extent of patient contact is unknown. There was no indication of required medical or surgical intervention or patient injury. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Section a2: age and date of birth: unknown/not provided. Section a3a: sex: unknown/not provided. Section a3b: gender: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section d6a: if implanted; give date: not indicated; the extent of patient contact is unknown, therefore, it is unknown if the lens was implanted. Section d6b: if explanted; give date: not indicated; the extent of patient contact is unknown, therefore, it is unknown if the lens was implanted/explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.